Manufacturer narrative:
On 05-feb-2021, mentor became aware that previously-submitted manufacturer report numbers 1645337-2021-00891 and 1645337-2020-14637 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. The following has been updated per information from the duplicated report: the event date is (B)(6) 2020. The patient age at the time of event is 50 years old. The patient race is white and the patient ethnicity is not hispanic/latino. A voluntary medwatch report (mw5097603) was submitted by the patient¿s family member to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by two separate mris. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 355cc gel breast prostheses on (B)(6) 2020.